Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is lymphadenopathy.

Event description:
Patient reported a left side ¿fluid show up on a mammogram¿, ¿mass on the left breast¿, ¿fatty tumor or fat tissue¿, ¿pain¿, and ¿swollen lymph¿. Device remains implanted.